Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of use error (a patient restarting therapy with a new disposable set but reusing the bags) was confirmed based on the user's report. The cause of the use error was not identified; current labeling instructs the user to discard all supplies at the end of therapy. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime. The home patient (hp) stated that he tried to clear the alarm by starting over with a new cassette and not bags. The technical service representative (tsr) informed the hp when he starts priming over he should start over with all new supplies and not just the cassette. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated the problem was that the lumen on the solution bag was too small to allow solution to flow through. The hp stated he was advised on proper procedures, explaining that he understands that when starting over with new supplies he should start over with both a new cassette and solution bags. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.